Event description:
This x-ray system while doing fluoroscopy went down mid-procedure. No error messages noted by operator.

Manufacturer narrative:
Eval: method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.